Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a no delivery alarm during manual prime. Customer just changed his quick set. Customer tried to remove the tubing cap and replace it 3 times to fix the issue but it did not work. Customer's blood glucose was 135 mg/dl. Customer was unable to troubleshoot at the time of the call. Customer had already replaced out the set and will return it for analysis. Customer will receive replacements for the infusion sets.